Manufacturer narrative:
Insulin pump was received with severely scratched display window.

Event description:
The customer's mother reported via phone call that the insulin pump's screen had multiple deep marks that did not allow her to read the information well. The marks were also on the front of the insulin pump. Her insulin pump was falling down more often after the belt clip broke off. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.